Event description:
It was reported that the patient was involved in an ear nose and throat (ent) procedure and went into ventricular tachycardia (vt), the device did not shock. The ventricular tachycardia was treated successfully with medicine. The patient was hospitalized. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.